Event description:
The customer reported to vyaire medical that the bellavista 1000 did not detect o2 pressure once the o2 hose was connected to the wall outlet and it started alarming tf 379 (technical failure 387 - no o2 dosing possible). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and replaced the inspiration block, which resolved the issue. Calibration was completed and the unit is functioning well. Root cause of failure was determined due to leaking o2 dosing valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.